Manufacturer narrative:
Product complaint number: (B)(4). The following information was requested, but was unavailable: what is the lot number? No further information is available. No further information will be provided. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle was detached from the suture easily during use. There were no patient consequences reported. Additional information was requested.